Manufacturer narrative:
Evaluation results: three bivona trach tubes without their original packaging were received for investigation. The samples were in used condition. Visual inspection was performed at 12" under normal lighting in order to detect any damage on the cuff, airline, or pivot balloon. No damaged could be detected on the units. An air cuff symmetry test was performed on each of the units. A cuff symmetry fixture was used along with a ruler. When inflating samples 1 and 2 with air, the cuffs inflated without problems. When inflating sample 3, however it was noted that the cuff failed to inflate uniformly. The cuff from sample 3 was manipulated according to the instruction for use. The whole cuff inflated after the instructions were followed. The cuff was then deflated and inflated 4 more times. During all attempts the cuff inflated completely. The cuff symmetry of all 3 cuffs were found to be within manufacturing specifications. The device history records for the cuffs were also reviewed and showed that the devices met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. There is no root cause for this event since the complaints were not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube inflated unevenly. Was reported to be tested with a sample trophy but still inflated unevenly. There was no reported adverse patient effects.